Event description:
The customer reported that while the unit was in use on a pt, the led indicator lights on the monitor control panel were not lit. The controls related to each led remained operational. The pt was switched to another unit and therapy was continued. No pt injury was reported.